Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hyperglycemia after breakfast while using the ilet, with blood glucose rising to approximately 259 mg/dl before gradually returning toward target despite meal announcements entered about 15 minutes prior to eating. Symptoms included elevated blood glucose without acute clinical sequelae. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included complaint intake, user troubleshooting, and education. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.